Manufacturer narrative:
The reported event occurred during lab testing and was a simulation of a previously reported event (8010042-2014-00234). No parts were replaced and the investigation consists only of device log evaluation. Received logs showed that ventilation was set to the infant category and the lower minute volume alarm was set at 0.01 l/minute and with those settings, no alarms were generated. However, the logs showed that when the alarm limit was increased to 0.1 l/minute an alarm for low minute volume was generated. The reported experience regarding the ventilator not alarming during a disconnection has been reproduced in earlier investigations. It was then determined that the cause of the lack of an alarm was not a ventilator malfunction, but was due to several factors including the set alarm limits, the chosen mode of ventilation, and use of an endotracheal tube of a small diameter. The small diameter et tube contributes to a build-up of resistance in the expiratory tubing and this resistance, in combination with the small volumes involved, caused a continued cycling. Extubation was not detected because the measured minute volume was higher than the set minute volume alarm lower limit (the alarm lower limit was set at a minimum which, in effect, was disabling the alarm).

Event description:
(B)(4).

Manufacturer narrative:
An investigation has been started. A supplemental medwatch will be sent when the investigation is completed. (B)(4).

Event description:
The hosp biomed reported that during lab testing, the ventilator did not alarm under a disconnect situation. The ventilator's pt circuit for delivering and exchanging gases to and from the pt had a 3 fr endotracheal tube attached at the time. There was no pt involvement. (B)(4).